Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements, measuring greater than 2,000 ohms. Subsequently, this product was explanted during a generator changeout procedure. No adverse patient effects were reported.